Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4) for evaluation. Olympus europa (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the subject device. The testing result cleared the (B)(6) guideline. Olympus europa (B)(4) checked the subject device and found that the followings. The light guide lens was cracked. The glue of the light guide and the object lenses were porous. The distal end cover was damaged. The bending section rubber was porous. The air/water cylinder was worn out. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of three microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. (B)(6) 2021. Klebsiella pneumonia (>1000cfu/100ml). Klebsiella oxytoca-groupe (1000cfu/100ml). Stenotrophomonas maltophilia (>1000cfu/100ml). Aquatic environment bacteria (1000cfu/100ml). (B)(6) 2021. Klebsiella pneumonia (6cfu/100ml). Enterobacter cloacae (3cfu/100ml). Stenotrophomonas species (4cfu/100ml). Aquatic environment bacteria (3cfu/100ml). Bacillus species (2cfu/100ml). (B)(6) 2021. Stenotrophomonas maltophilia (2cfu/100ml). Candida species (1cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus europa k.g (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.